Event description:
It was reported that bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. Verbatim: complaint via email. Complaint: a registered nurse reported to (B)(6) medical care via email that a bd 1ml tb syringe slip tip with bd precision glide needle detached from syringe when used for intradermal injection leaving needle on patient's skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.